Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and noise, which was inhibiting pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).